Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: global ptc number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right side was a grade 3, too deep in tube/ left tube not blocked, device malposition and migration"), device expulsion ("left side was a grade 1, too deep into uterus/I was told in original hsg that the left side may have migrated and an ultrasound showed that the device was not properly located."), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)/bleeding/ was bleeding 24/7 but I continued non-stop bleeding for 2 months/ abnormal bleeding"), gallbladder disorder ("gallbladder disorder"), incisional hernia ("hernia developed at hysterectomy") and angle closure glaucoma ("narrow angle glaucoma") in a 42-year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at same time of essure" on (B)(6) 2013 and device ineffective "failure to occlude falopian tube". The patient's past medical history included depression, anxiety, arthritis (father`), multigravida, parity 2 (second delivey: labor almost 2 weeks early and didn't have time for drugs. After delivery I started to hemorrhage and blood pressure dropped extremely low shortly after she was delivered due to the placenta not coming off so they took me into emergency surgery for emergency d&c (dilatation and curettage). That was when they told me I was very difficult to intubate an be extremely careful with any future surgeries as it could be a matter of life or death if they are not aware of my difficulty with intubation. Third delivery was right on time but was also traumatic as he wouldn't come out and was about 5 min away from a c-section if they couldn't take him out with forceps but luckily he came out and I had a large tear from that delivery.), miscarriage, rhinoplasty, tonsillectomy, ulcerative colitis and postpartum state. Concurrent conditions included dysfunctional uterine bleeding, dvt, pulmonary embolism, nerve injury, vestibulitis, human papilloma virus infection, genital herpes, abstains from alcohol, nonsmoker (cigarette smoking last 365 days: no), ache, anemia, hepatitis a, jaundice, irritable bowel syndrome, seasonal allergy, nickel sensitivity, pruritus allergic, seasonal allergy since (B)(6) 2014, chronic sinusitis since (B)(6) 2014, sulfonamide allergy (rash), adhesive tape allergy (welts), shoulder pain and obesity. Family history included colon cancer, rectal cancer (maternal grandmother) and arthritis (father). Concomitant products included meloxicam for joint pain as well as ibuprofen (advil), naproxen sodium (aleve caplet) and oral contraceptive nos from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("painful sexual intercourse/severe and persistent pain inside during sex (especially left side)"). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and arthritis ("mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/still have inflammation"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and angle closure glaucoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2017, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), allergy to metals ("I had a sensitivity to nickel prior to procedure but was told it would be fine and I felt very itchy by bra and pelvic area/ nickel sensitivity") with pruritus, uterine scar ("there must have been too uch scar tissue in my uerine lining to allow the dye to be injected the second time."), bladder disorder ("bladder or urinary problems or changes/ bladder issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder pain"), teeth brittle ("teeth chipping"), the first episode of gastrointestinal disorder ("gastrointestinal or digestive system condition"), fatigue ("fatigue"), alopecia ("hair loss/ hair falling on clumps"), migraine ("migraines / headaches"), depression ("I suffered from depression"), anxiety ("I suffered from anxiety"), rash pruritic ("rashes or skin conditions/always itchy"), weight increased ("weight gain"), abdominal distension ("major bloating"), arthralgia ("severe and persistent joint pain in my arms, elbows knees and hips/mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/ still have inflammation"), pelvic discomfort ("on a daily basis, I mildly felt discomfort in my pelvic area,left side."), the second episode of gastrointestinal disorder ("digestive system condition"), tooth disorder ("dental problems"), medical device discomfort ("discomfort in my abdomen"), device breakage ("inner coil separated from outer coil") and complication of device insertion ("it was noticed that the right coil, which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure by davinci method), surgery (total hysterectomy and bilateral salpingectomy), surgery (novasure endometrial ablation), surgery (gallbladder removal), surgery (umbilical hernia repair) and surgery (bilateral laser surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, incisional hernia, angle closure glaucoma, menorrhagia, vaginal haemorrhage, allergy to metals, uterine scar, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, migraine, anxiety, rash pruritic, weight increased, arthralgia, pelvic discomfort, arthritis, the last episode of gastrointestinal disorder, tooth disorder, medical device discomfort, device breakage and eye disorder outcome was unknown and the genital haemorrhage, bladder pain, teeth brittle, dyspareunia, alopecia, depression and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, angle closure glaucoma, anxiety, arthralgia, arthritis, bladder disorder, bladder pain, complication of device insertion, depression, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, incisional hernia, medical device discomfort, menorrhagia, migraine, pelvic discomfort, rash pruritic, teeth brittle, tooth disorder, urinary tract disorder, uterine scar, vaginal haemorrhage, weight increased, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. The reporter commented: there was 1 trailing coil on the left , the right had 11 trailing coils and it was thought that the ends of the essure device was visualized.while still in procedure, post ablation, it was noticed that the right coil,which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed. She had taken leaves (5) years preceding your essure placement through the present:date leave began: (B)(6) 2013-(B)(6) 2014. Date leave ended: around (B)(6) 2013 and then around (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pregnancy test - on an unknown date: negative viral test - on an unknown date: negative current weight as of (B)(6) 2018: 188 lbs. Approximate weight at the time of essure placement 191 lbs. On (B)(6) 2013: hysterosalpingogram revealed following betadine prep of the cervix an hsg catheter was inserted. The endometrial cavity is unremarkable in appearance without evidence of masses or scarring. Good position of the right essure. The fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. It was concluded the fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. Hysterosalpingogram: (B)(6) 2013: the first test done in (B)(6) 2013 showed that the left tube was not blocked and they said I needed to come back in another 3 months to retest. When I came back in (B)(6) 2013, they were not able to fully complete the test due to the inability to inject the dye into my tubes. It was excruciatingly painful both times and never got any change in results when doing it the second time. On (B)(6) 2013, x-ray; single view pelvis shows 2 linear radio densities an the left and right off midline in the lower pelvis consistent with the essure device placement. Impression: linear densities in the lower region consistent with essure device placement. On (B)(6) 2013; diagnoses included endometrial curettings -predominantly blood and mucus admixed with benign fragments of endometrial type mucosa showing proliferative type changes and benign fragments of lower uterine segment type mucosa. On (B)(6) 2014, surgical pathology report showed: diagnosis davinci assisted hysterctomy and bilateral salpingectomy cervix: mildly active chronic cervicitis with epithelial erosion and nonspecific koilocytosis. Corpus uteri: diffusely scarred endometrial lining atrophic myometrial tissue. Right fallopian tube: essure device in situ, present 2.5 cm from cornu left fallopian tube: essure device in situ, present at cornu gross description: "uterus, cervix and right and left fallopian tubes"- received fresh is a small symmetrical uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 44 gm. The uterus has an atrophic appearance and is 6.1 cm from fundus to ectocervix, 3.1 cm cornu to cornu and 2 cm anterior to posterior. The serosal surface is pink and smooth.the ectocervix is light pink. The slit-shaped, patent os is 1.1 cm. The white ectocervical mucosa is smooth. The endocervical canal is patent. Sectioning of the cervix reveals multiple small nabothian cysts. The uterus is bivalved. The endometrial cavity is 1.7 x 2.2 cm and is lined by 0.2 cm of a tan-pink soft endometrium. Sectioning of the myometrium reveals a tan-pink, soft cut surface. The myometrium at the fundus measures 0.8 cm in thickness. There are no myometrial masses. The attached fallopian tubes with fimbriated ends are elongated. The outer surfaces are smooth. No adhesions are identified. Specimen x-ray reveals essure devices in both fallopian tubes. On the film the right essure device is identified approximately 2.5 cm distal to the right cornu. The left essure device appears to be anchored at the left cornu. Specimen photographs to include the uterus, cervix and bilateral fallopian tubes with essure devices are taken. The right fallopian tube with fimbriated is 9.0 cm long and ranges in diameter. Ultrasound pelvic, transvaginal done which showed the uterus is alleged and heterogeneous in appearance. There are areas in the myometrium that are cystic in nature and could be consistent with adenomyosis. There are also 2 areas in the fundus on the l side with what appear to be essure devices that appear to be in an abnormal location. The ovaries appear normal bilaterally. (B)(6) 2014,pap smear and mammogram done. (B)(6) 2013, hsg. Since she had ablation done at the same time she had essure implanted, there must have been too much scar tissue in her uterine lining to allow the dye to be injected the second time. Also, by looking at the images you can see the left coil appears to be separated at the tip which was not documented on the report and the grade of coils were also not documented (per pfs). Concerning the injuries reported in this case, the following ones were reported via medical record-dysfucintional uterine bleeding.concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort, migration , pelvic pain. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received. New event "vision/eye problems" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right side was a grade 3, too deep in tube/ left tube not blocked, device malposition and migration/ failure to occlude fallopian tube"), device expulsion ("left side was a grade 1, too deep into uterus/I was told in original hsg that the left side may have migrated and an ultrasound showed that the device was not properly located."), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), device breakage ("inner coil separated from outer coil"), genital haemorrhage ("abnormal bleeding (general)/bleeding/ was bleeding 24/7 but I continued non-stop bleeding for 2 months/ abnormal bleeding"), gallbladder disorder ("gallbladder disorder"), incisional hernia ("hernia developed at hysterectomy") and angle closure glaucoma ("narrow angle glaucoma") in a 42-year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at same time of essure" on (B)(6) 2013 and device ineffective "failure to occlude fallopian tube". The patient's medical history included depression, anxiety, arthritis (father`), multigravida, parity 2 (second delivery: labor almost 2 weeks early and didn't have time for drugs. After delivery I started to hemorrhage and blood pressure dropped extremely low shortly after she was delivered due to the placenta not coming off so they took me into emergency surgery for emergency d&c (dilatation and curettage). That was when they told me I was very difficult to intubate an be extremely careful with any future surgeries as it could be a matter of life or death if they are not aware of my difficulty with intubation. Third delivery was right on time but was also traumatic as he wouldn't come out and was about 5 min away from a c-section if they couldn't take him out with forceps but luckily he came out and I had a large tear from that delivery.), miscarriage, rhinoplasty, tonsillectomy, ulcerative colitis and postpartum state. Concurrent conditions included dysfunctional uterine bleeding, dvt, pulmonary embolism, nerve injury, vestibulitis, human papilloma virus infection, genital herpes, abstains from alcohol, nonsmoker (cigarette smoking last 365 days: no), ache, anemia, hepatitis a, jaundice, irritable bowel syndrome, seasonal allergy, nickel sensitivity, pruritus allergic, seasonal allergy since (B)(6) 2014, chronic sinusitis since (B)(6) 2014, sulfonamide allergy (rash), adhesive tape allergy (welts), shoulder pain and obesity. Family history included colon cancer, rectal cancer (maternal grandmother) and arthritis (father). Concomitant products included meloxicam for joint pain as well as ibuprofen, naproxen sodium (aleve caplet) and oral contraceptive nos from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/ bladder issues"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("painful sexual intercourse/severe and persistent pain inside during sex (especially left side)/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("I suffered from depression/ depression") and anxiety ("I suffered from anxiety/ anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and arthritis ("mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/still have inflammation"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), angle closure glaucoma (seriousness criterion medically significant), allergy to metals ("I had a sensitivity to nickel prior to procedure but was told it would be fine and I felt very itchy by bra and pelvic area/ nickel sensitivity") with pruritus and rash pruritic ("rashes or skin conditions/always itchy"). In (B)(6) 2013, the patient experienced teeth brittle ("teeth chipping"), alopecia ("hair loss/ hair falling on clumps"), arthralgia ("severe and persistent joint pain in my arms, elbows knees and hips/mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/ still have inflammation/ pain joint pain") and tooth disorder ("dental problems"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2017, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), uterine scar ("there must have been too uch scar tissue in my uterine lining to allow the dye to be injected the second time."), bladder pain ("bladder pain"), the first episode of gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal distension ("major bloating"), pelvic discomfort ("on a daily basis, I mildly felt discomfort in my pelvic area,left side."), the second episode of gastrointestinal disorder ("digestive system condition"), medical device discomfort ("discomfort in my abdomen") and complication of device insertion ("it was noticed that the right coil, which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed"). The patient was treated with surgery (bilateral laser surgery, gallbladder removal, novasure endometrial ablation, otal hysterectomy and bilateral salpingectomy to remove essure by davinci method, total hysterectomy and bilateral salpingectomy, total hysterectomy and bilateral salpingectomy to remove essure by davinci method and umbilical hernia repair). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dysfunctional uterine bleeding, device breakage, gallbladder disorder, incisional hernia, angle closure glaucoma, menorrhagia, vaginal haemorrhage, allergy to metals, uterine scar, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, migraine, anxiety, rash pruritic, weight increased, arthralgia, pelvic discomfort, arthritis, the last episode of gastrointestinal disorder, tooth disorder, medical device discomfort and eye disorder outcome was unknown and the genital haemorrhage, bladder pain, teeth brittle, dyspareunia, alopecia, depression and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, angle closure glaucoma, anxiety, arthralgia, arthritis, bladder disorder, bladder pain, complication of device insertion, depression, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, incisional hernia, medical device discomfort, menorrhagia, migraine, pelvic discomfort, rash pruritic, teeth brittle, tooth disorder, urinary tract disorder, uterine scar, vaginal haemorrhage, weight increased, the first episode of gastrointestinal disorder and the second episode of gastrointestinal disorder to be related to essure. The reporter commented: there was 1 trailing coil on the left , the right had 11 trailing coils and it was thought that the ends of the essure device was visualized.while still in procedure, post ablation, it was noticed that the right coil,which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed. She had taken leaves (5) years preceding your essure placement through the present:date leave began: (B)(6) 2013 - (B)(6) 2014. Date leave ended: around (B)(6) 2013 and then around (B)(6) 2014. We received two date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pregnancy test - on an unknown date: results: negative. Viral test - on an unknown date: results: negative. Current weight as of (B)(6) 2018: 188 lbs. Approximate weight at the time of essure placement 191 lbs. On (B)(6) 2013: hysterosalpingogram revealed following betadine prep of the cervix an hsg catheter was inserted. The endometrial cavity is unremarkable in appearance without evidence of masses or scarring. Good position of the right essure. The fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. It was concluded the fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. Hysterosalpingogram: (B)(6) 2013 and (B)(6) 2013: the first test done in (B)(6) 2013 showed that the left tube was not blocked and they said I needed to come back in another 3 months to retest. When I came back in (B)(6) 2013, they were not able to fully complete the test due to the inability to inject the dye into my tubes. It was excruciatingly painful both times and never got any change in results when doing it the second time. On (B)(6) 2013, x-ray; single view pelvis shows 2 linear radio densities an the left and right off midline in the lower pelvis consistent with the essure device placement. Impression: linear densities in the lower region consistent with essure device placement. On (B)(6) 2013; diagnoses included endometrial curettings -predominantly blood and mucus admixed with benign fragments of endometrial type mucosa showing proliferative type changes and benign fragments of lower uterine segment type mucosa. On (B)(6) 2014, surgical pathology report showed: diagnosis davinci assisted hysterctomy and bilateral salpingectomy cervix: mildly active chronic cervicitis with epithelial erosion and nonspecific koilocytosis. Corpus uteri: diffusely scarred endometrial lining atrophic myometrial tissue. Right fallopian tube: essure device in situ, present 2.5 cm from cornu. Left fallopian tube: essure device in situ, present at cornu. Gross description: "uterus, cervix and right and left fallopian tubes"- received fresh is a small symmetrical uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 44 gm. The uterus has an atrophic appearance and is 6.1 cm from fundus to ectocervix, 3.1 cm cornu to cornu and 2 cm anterior to posterior. The serosal surface is pink and smooth.the ectocervix is light pink. The slit-shaped, patent os is 1.1 cm. The white ectocervical mucosa is smooth. The endocervical canal is patent. Sectioning of the cervix reveals multiple small nabothian cysts. The uterus is bivalved. The endometrial cavity is 1.7 x 2.2 cm and is lined by 0.2 cm of a tan-pink soft endometrium. Sectioning of the myometrium reveals a tan-pink, soft cut surface. The myometrium at the fundus measures 0.8 cm in thickness. There are no myometrial masses. The attached fallopian tubes with fimbriated ends are elongated. The outer surfaces are smooth. No adhesions are identified. Specimen x-ray reveals essure devices in both fallopian tubes. On the film the right essure device is identified approximately 2.5 cm distal to the right cornu. The left essure device appears to be anchored at the left cornu. Specimen photographs to include the uterus, cervix and bilateral fallopian tubes with essure devices are taken. The right fallopian tube with fimbriated is 9.0 cm long and ranges in diameter. Ultrasound pelvic, transvaginal done which showed the uterus is alleged and heterogeneous in appearance. There are areas in the myometrium that are cystic in nature and could be consistent with adenomyosis. There are also 2 areas in the fundus on the l side with what appear to be essure devices that appear to be in an abnormal location. The ovaries appear normal bilaterally. (B)(6) 2014,pap smear and mammogram done. (B)(6) 2013, hsg. Since she had ablation done at the same time she had essure implanted, there must have been too much scar tissue in her uterine lining to allow the dye to be injected the second time. Also, by looking at the images you can see the left coil appears to be separated at the tip which was not documented on the report and the grade of coils were also not documented (per pfs). Concerning the injuries reported in this case, the following ones were reported via medical record-dysfunctional uterine bleeding.concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort, migration , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right side was a grade 3, too deep in tube/ device malposition and migration/ failure to occlude fallopian tube/one also most likely punctured my tube'), device expulsion ('left side was a grade 1, too deep into uterus/I was told in original hsg that the left side may have migrated and an ultrasound showed that the device was not properly located.'), uterine inflammation ('inflamed uterus'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), device breakage ('inner coil separated from outer coil'), genital haemorrhage ('abnormal bleeding (general)/bleeding/ was bleeding 24/7 but I continued non-stop bleeding for 2 months/ abnormal bleeding'), gallbladder disorder ('gallbladder disorder'), incisional hernia ('hernia developed at hysterectomy'), angle closure glaucoma ('narrow angle glaucoma') and umbilical hernia ('umbilical hernia') in a 42-year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at same time of essure/ I had the coils put in at the same point of ablation" on (B)(6) 2013 and device ineffective "failure to occlude fallopian tube". The patient's medical history included depression, anxiety, arthritis (father`), multigravida, parity 2 (second delivery: labor almost 2 weeks early and didn't have time for drugs. After delivery she started to hemorrhage and blood pressure dropped extremely low shortly after she was delivered due to the placenta not coming off so they took me into emergency surgery for emergency d&c (dilatation and curettage).), miscarriage, rhinoplasty, tonsillectomy, ulcerative colitis and postpartum state. Concurrent conditions included seasonal allergy since (B)(6) 2014, chronic sinusitis since (B)(6) 2014, dysfunctional uterine bleeding, dvt, pulmonary embolism, nerve injury, vestibulitis, human papilloma virus infection, genital herpes, abstains from alcohol, nonsmoker (cigarette smoking last 365 days: no), ache, anemia, hepatitis a, jaundice, irritable bowel syndrome, seasonal allergy, nickel sensitivity, pruritus allergic, sulfonamide allergy (rash), adhesive tape allergy (welts), shoulder pain and obesity. Family history included colon cancer, rectal cancer (maternal grandmother) and arthritis (father). Concomitant products included meloxicam for joint pain as well as ibuprofen, naproxen sodium (aleve caplet) and oral contraceptive nos from march 2013 to august 2014. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/ bladder issues"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("painful sexual intercourse/severe and persistent pain inside during sex (especially left side)/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("I suffered from depression/ depression") and anxiety ("I suffered from anxiety/ anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and arthritis ("mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/still have inflammation"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), angle closure glaucoma (seriousness criterion medically significant), allergy to metals ("I had a sensitivity to nickel prior to procedure but was told it would be fine and I felt very itchy by bra and pelvic area/ nickel sensitivity") with pruritus and rash pruritic ("rashes or skin conditions/always itchy"). In (B)(6) 2013, the patient experienced teeth brittle ("teeth chipping"), alopecia ("hair loss/ hair falling on clumps") and arthralgia ("severe and persistent joint pain in my arms, elbows knees and hips/mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/ still have inflammation/ pain joint pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2017, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), uterine scar ("there must have been too much scar tissue in my uterine lining to allow the dye to be injected the second time"), bladder pain ("bladder pain"), gastrointestinal disorder nos ("gastrointestinal or digestive system condition"), abdominal distension ("major bloating"), pelvic discomfort ("on a daily basis, I mildly felt discomfort in my pelvic area,left side."), disorder gastrointestinal ("digestive system condition"), medical device discomfort ("discomfort in my abdomen"), complication of device insertion ("it was noticed that the right coil, which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed") and umbilical hernia (seriousness criterion medically significant). The patient was treated with surgery (bilateral laser surgery, gallbladder removal, hernia repair, novasure endometrial ablation, total hysterectomy, total hysterectomy and bilateral salpingectomy, total hysterectomy and bilateral salpingectomy to remove essure by davinci method and umbilical hernia repair). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, uterine inflammation, dysfunctional uterine bleeding, device breakage, gallbladder disorder, incisional hernia, angle closure glaucoma, menorrhagia, vaginal haemorrhage, allergy to metals, uterine scar, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, gastrointestinal disorder nos, fatigue, migraine, anxiety, rash pruritic, weight increased, arthralgia, pelvic discomfort, arthritis, disorder gastrointestinal, medical device discomfort, eye disorder and umbilical hernia outcome was unknown and the genital haemorrhage, bladder pain, teeth brittle, dyspareunia, alopecia, depression and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, angle closure glaucoma, anxiety, arthralgia, arthritis, bladder disorder, bladder pain, complication of device insertion, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, gallbladder disorder, gastrointestinal disorder nos, genital haemorrhage, incisional hernia, medical device discomfort, menorrhagia, migraine, pelvic discomfort, rash pruritic, teeth brittle, umbilical hernia, urinary tract disorder, uterine inflammation, uterine scar, vaginal haemorrhage, weight increased and disorder gastrointestinal to be related to essure. The reporter commented: there was 1 trailing coil on the left , the right had 11 trailing coils and it was thought that the ends of the essure device was visualized. While still in procedure, post ablation, it was noticed that the right coil,which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed. She had taken leaves (5) years preceding your essure placement through the present:date leave began: (B)(6) 2013-(B)(6) 2014. Date leave ended: around (B)(6) 2013 and then around (B)(6) 2014. We received two date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left; on (B)(6) 2013: not able to fully complete the test due to the inability to inject the dye into tubes. Pregnancy test - on an unknown date: negative. Viral test - on an unknown date: negative; on (B)(6) 2013: 2 linear radio densities an the left and right off midline in the lower pelvis consistent with the essure device placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort, migration , pelvic pain and dysfunctioning uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event: umbilical hernia and inflamed uterus were newly added. Event pt updated from device dislocation to embedded device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 26-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right side was a grade 3, too deep in tube"), device expulsion ("left side was a grade 1, too deep into uterus/I was told in original hsg that the left side may have migrated and an ultrasound showed that the device was not properly located."), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)/bleeding/ was bleeding 24/7 but I continued non-stop bleeding for 2 months"), gallbladder disorder ("gallbladder"), postoperative hernia ("hernia developed at hysterectomy") and angle closure glaucoma ("narrow angle glaucoma") in a (B)(6) year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2013, device ineffective "failure to occlude falopian tube" and device physical property issue "inner coil separated from outer coil". The patient's past medical history included depression, anxiety, arthritis (father`), multigravida, parity 2 (second delivey: labor almost 2 weeks early and didn't have time for drugs. After delivery I started to hemorrhage and blood pressure dropped extremely low shortly after she was delivered due to the placenta not coming off so they took me into emergency surgery for emergency d&c (dilatation and curettage). That was when they told me I was very difficult to intubate an be extremely careful with any future surgeries as it could be a matter of life or death if they are not aware of my difficulty with intubation. Third delivery was right on time but was also traumatic as he wouldn't come out and was about 5 min away from a c-section if they couldn't take him out with forceps but luckily he came out and I had a large tear from that delivery.), miscarriage, rhinoplasty, tonsillectomy, ulcerative colitis and postpartum state. Concurrent conditions included dysfunctional uterine bleeding, dvt, pulmonary embolism, nerve injury, vestibulitis, human papilloma virus infection, genital herpes, abstains from alcohol, nonsmoker (cigarette smoking last 365 days: no), ache, anemia, (B)(6), jaundice, irritable bowel syndrome, seasonal allergy, nickel sensitivity, pruritus allergic, seasonal allergy since (B)(6) 2014, chronic sinusitis since (B)(6) 2014, sulfonamide allergy (rash) and adhesive tape allergy (welts). Family history included colon cancer, rectal cancer (maternal grandmother) and arthritis (father). Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and arthritis ("mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/still have inflammation"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and angle closure glaucoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced postoperative hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), allergy to metals ("I had a sensitivity to nickel prior to procedure but was told it would be fine and I felt very itchy by bra and pelvic area.") With pruritus, uterine scar ("there must have been too uch scar tissue in my uerine lining to allow the dye to be injected the second time."), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bladder pain ("bladder pain"), teeth brittle ("teeth chipping"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspareunia ("painful sexual intercourse/severe and persistent pain inside during sex (especially left side)"), fatigue ("fatigue"), alopecia ("hair loss/ hair falling on clumps"), migraine ("migraines / headaches"), depression ("I suffered from depression"), anxiety ("I suffered from anxiety"), rash pruritic ("rashes or skin conditions/always itchy"), weight increased ("weight gain"), abdominal distension ("major bloating"), arthralgia ("severe and persistent joint pain in my arms, elbows knees and hips/mild inflammation in my joints but never as bad as I have had it the last 4 years since essure was implanted/ still have inflammation"), pelvic discomfort ("on a daily basis, I mildly felt discomfort in my pelvic area,left side."), dyspepsia ("digestive system condition"), tooth disorder ("dental problems"), medical device discomfort ("discomfort in my abdomen") and device deployment issue ("it was noticed that the right coil, which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure by davinci method), surgery (novasure endometrial ablation), surgery (gallbladder removal), surgery (umbilical hernia repair) and surgery (bilateral laser surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, postoperative hernia, angle closure glaucoma, menorrhagia, vaginal haemorrhage, allergy to metals, uterine scar, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, gastrointestinal disorder, fatigue, migraine, anxiety, rash pruritic, weight increased, arthralgia, pelvic discomfort, arthritis, dyspepsia, tooth disorder and medical device discomfort outcome was unknown and the genital haemorrhage, bladder pain, teeth brittle, dyspareunia, alopecia, depression and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, angle closure glaucoma, anxiety, arthralgia, arthritis, bladder disorder, bladder pain, depression, device deployment issue, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, medical device discomfort, menorrhagia, migraine, pelvic discomfort, postoperative hernia, rash pruritic, teeth brittle, tooth disorder, urinary tract disorder, uterine scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was 1 trailing coil on the left , the right had 11 trailing coils and it was thought that the ends of the essure device was visualized.while still in procedure, post ablation, it was noticed that the right coil,which originally had 4 trailing coils started to fall out to have 11 trailing coils so they removed the right coil through the hysteroscopy and a new essure on right was deployed. She had taken leaves (5) years preceding your essure placement through the present:date leave began: (B)(6) 2013-(B)(6) 2014 date leave ended: around (B)(6) 2013 and then around (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative viral test - on an unknown date: negative current weight : (B)(6) (units unspecified). On (B)(6) 2013: hysterosalpingogram revealed following betadine prep of the cervix an hsg catheter was inserted. The endometrial cavity is unremarkable in appearance without evidence of masses or scarring. Good position of the right essure. The fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. It was concluded the fallopian tube on the left fill with contrast and there is peritoneal spill on the left indicating migration of essure placement on the left. Hysterosalpingogram: (B)(6) 2013 and (B)(6) 2013: the first test done in (B)(6) 2013 showed that the left tube was not blocked and they said I needed to come back in another 3 months to retest. When I came back in (B)(6) 2013, they were not able to fully complete the test due to the inability to inject the dye into my tubes. It was excruciatingly painful both times and never got any change in results when doing it the second time. On (B)(6) 2013, x-ray; single view pelvis shows 2 linear radio densities an the left and right off midline in the lower pelvis consistent with the essure device placement. Impression: linear densities in the lower region consistent with essure device placement. On (B)(6) 2013; diagnoses included endometrial curettings -predominantly blood and mucus admixed with benign fragments of endometrial type mucosa showing proliferative type changes and benign fragments of lower uterine segment type mucosa. On (B)(6) 2014, surgical pathology report showed: diagnosis davinci assisted hysterctomy and bilateral salpingectomy cervix: mildly active chronic cervicitis with epithelial erosion and nonspecific koilocytosis. Corpus uteri: diffusely scarred endometrial lining atrophic myometrial tissue. Right fallopian tube: essure device in situ, present 2.5 cm from cornu left fallopian tube: essure device in situ, present at cornu gross description: "uterus, cervix and right and left fallopian tubes"- received fresh is a small symmetrical uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 44 gm. The uterus has an atrophic appearance and is 6.1 cm from fundus to ectocervix, 3.1 cm cornu to cornu and 2 cm anterior to posterior. The serosal surface is pink and smooth.the ectocervix is light pink. The slit-shaped, patent os is 1.1 cm. The white ectocervical mucosa is smooth. The endocervical canal is patent. Sectioning of the cervix reveals multiple small nabothian cysts. The uterus is bivalved. The endometrial cavity is 1.7 x 2.2 cm and is lined by 0.2 cm of a tan-pink soft endometrium. Sectioning of the myometrium reveals a tan-pink, soft cut surface. The myometrium at the fundus measures 0.8 cm in thickness. There are no myometrial masses. The attached fallopian tubes with fimbriated ends are elongated. The outer surfaces are smooth. No adhesions are identified. Specimen x-ray reveals essure devices in both fallopian tubes. On the film the right essure device is identified approximately 2.5 cm distal to the right cornu. The left essure device appears to be anchored at the left cornu. Specimen photographs to include the uterus, cervix and bilateral fallopian tubes with essure devices are taken. The right fallopian tube with fimbriated is 9.0 cm long and ranges in diameter. Ultrasound pelvic, transvaginal done which showed the uterus is alleged and heterogeneous in appearance. There are areas in the myometrium that are cystic in nature and could be consistent with adenomyosis. There are also 2 areas in the fundus on the l side with what appear to be essure devices that appear to be in an abnormal location. The ovaries appear normal bilaterally. (B)(6) 2014,pap smear and mammogram done. Concerning the injuries reported in this case, the following ones were reported via medical record-dysfucintional uterine bleeding. Most recent follow-up information incorporated above includes: on 31-jan-2018: follow up from pfs& mr- case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Her demographics were added. Her historical coditions were added. Lab data was added. Essure explantation date was added. Essure indication was amended. Essure lot number: a66680 was added. Her concomitant medication was added. Events were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).